Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. No further information has been obtained.

Event description:
It was reported that the leads had high impedances. The patient underwent a lead replacement procedure. No further information has been obtained. Additional information has been received that patient was doing well postoperatively. Explanted device was not returned.